Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The stenosed lesion was located in the mildly calcified and mildly tortuous proximal right coronary artery. A 3.50 mm x 20 mm promus element was prepared and taken out from the sterilized pack. Then they removed the stent protector. However, when inserting the complaint device via the guide wire, they found out that the stent, which was stretched, also came off with the protector. They completed the procedure with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent had detached from the device and was returned for analysis. The stent was stretched and damaged along its entire length and measured 28 mm in length. The delivery system was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure, stent damage occurred. The stenosed lesion was located in the mildly calcified and mildly tortuous proximal right coronary artery. A 3.50 mm x 20 mm promus element was prepared and taken out from the sterilized pack. Then they removed the stent protector. However, when inserting the complaint device via the guide wire, they found out that the stent, which was stretched, also came off with the protector. They completed the procedure with a different device. No patient complications were reported and the patient's status is good.